Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. As it could not be determined which clip detached, the lot history and unique device identifier (UDI) number will be provided for both implanted clips: 1st clip: lot #: 51211u245 (B)(4). 2nd clip: lot #: 51211u249 (B)(4). The clips remain in the anatomy and were not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from these lots. The reported patient effects of worsening mr and dyspnea, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined. It is possible that there were procedural interactions or patient conditions post procedure which resulted in inadequate leaflet insertion into the clip, causing the clip to detach from the leaflet; however, this cannot be confirmed. The worsening mr was likely a result of the slda of the clip and the reported dyspnea was likely a symptom of the mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report that post procedure, the clip detached from one leaflet, and remained attached to the other leaflet, resulting in dyspnea, increased mitral regurgitation (mr) and additional hospitalization. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat mixed mr with a grade of 4. Two clips (51211u245, 51211u249) were implanted, reducing the mr to 1. On (B)(6) 2016, the patient was hospitalized with worsening heart failure symptoms (dyspnea). On (B)(6) 2016, echocardiogram was performed which found that the one clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr had increased to 4. An additional mitraclip procedure has been discussed, but no further treatment has been planned. The patient remains stable with dyspnea. No additional information was provided.